Event description:
Additional information indicated that the shortness of breath (sob) onset was five days prior to the diagnosis of acute hypoxic respiratory failure. The valve revision included the valve-in-valve implant of a non-medtronic transcatheter aortic valve (tav).

Manufacturer narrative:
Correction: b3: date is accurate. Day, month, and year are confirmed valid. Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately 7 years and 10 months following the implant of the transcatheter bioprosthetic aortic valve the patient presented to the emergency department for shortness of breath. The patient was admitted to the hospital with shortness of breath and acute hypoxic respiratory failure. Eventually the respiratory failure required intubation for 5 days. As reported, it was unknown if the respiratory failure was related to the transcatheter valve. While hospitalized an echocardiogram was performed. Severe unspecified aortic insufficiency was identified. The following day a successful valve-in-valve revision was performed. The patient remained intubated on the date of the valve revision and was extubated the day following. The patient was discharged 13 days following the valve revision. The event resolved with no sequelae.